Event description:
It was reported that prior to the procedure, the tip on the device fell off while being inspected. There was no pt involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is received, a f/u report will be filed.